Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the requested log review period between "7pm (B)(6) to 7am (B)(6)" has been completed with the results found documented within the table in the returned log analysis section of the report. The facility requested they would like to find out whether the nurses did disconnect or stop any medication infusions during the morning care between the time 0345 and 0430, which might have contributed to the patient¿s harm. There were two alaris system device logs provided for analysis; however, the devices were not provided by the facility for further investigation. The first system with the pcu (s/n: (B)(6)) had only one syringe module (s/n: (B)(6)) actively infusing on (B)(6) 2024 between the time of 03:45 and 04:30 hours. It was infusing the reported drug fentanyl at 2000mcg/50ml with the rate at 4.55ml/h. A bolus dose at 30 mcg was the only activity performed within the time of 03:45 and 04:30 hours and was performed to completion. The second alaris system with the pcu (s/n: (B)(6)) had only one syringe module (s/n: (B)(6)) actively infusing on (B)(6) 2024 between the time of 03:45 and 04:30 hours. The syringe module was infusing a remote IV order reported as insulin at 50unit/50ml. The insulin infusion was infusing at the rate of 5ml/h when it was recorded to have been physically removed at the time of 4:44 am. The removal induced a channel disconnected alarm on the pcu that was confirmed by the clinician. The syringe module infusing the insulin infusion above was replaced with a new pump module (s/n: (B)(6)) that was only connected for a few seconds before it was removed. The syringe module and the pump module was not recorded to have been reconnected after the above events. The investigation could not determine if the removal of the syringe module that was infusing the drug insulin was a contributing factor for the reported patient issue. Both alaris infusion systems remained in use on the date (B)(6) 2024 until the time of 7:04 am.

Event description:
It was reported an unspecified event "where a patient harm is involved." The customer stated that "the incident is not exclusively related to infusion, but as a part of compliance they are analyzing the reports of all the devices used on the patient to find out the root cause." The customer is requesting the manufacturer to interpret the device logs, time frame between "7pm 13th march to 7am 14th march." The customer would like to find out whether "the nurses did disconnect or stop of any medication infusions during the morning care between the time 0345 till 0430, which might have contributed to the patient¿s harm.¿ the customer noted that "there hasn¿t been any evidence that the devices used had contributed to the harm patient." Per customer, there was no concern that a technical problem had occurred. The following medication were infusing at the time of the event: fentanyl (2000 mcg/50 ml concentration) propofol (400 mg/ 40 ml concentration) plasma protein fraction (12.5 gram/250 ml concentration) insulin (50 unit/ 50 ml concentration) dobutamine (250mg/50 ml concentration) epinephrine (2 mg/50 ml concentration) norepinephrine (8/50 ml concentration) cotrimoxazole (320mg/ 300 ml concentration) albumin (20 gram/100 ml concentration) piperacillin/tazobactam (2250 mg/ 50 ml concentration) although requested, the customer stated that they will not be sending the devices for investigation and requesting for log review only.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported an unspecified event "where a patient harm is involved." The customer stated that "the incident is not exclusively related to infusion, but as a part of compliance they are analyzing the reports of all the devices used on the patient to find out the root cause." The customer is requesting the manufacturer to interpret the device logs, time frame between "7pm 13th march to 7am 14th march." The customer would like to find out whether "the nurses did disconnect or stop of any medication infusions during the morning care between the time 0345 till 0430, which might have contributed to the patient¿s harm.¿ the customer noted that "there hasn¿t been any evidence that the devices used had contributed to the harm patient." Per customer, there was no concern that a technical problem had occurred. The following medication were infusing at the time of the event: fentanyl (2000 mcg/50 ml concentration); propofol (400 mg/ 40 ml concentration); plasma protein fraction (12.5 gram/250 ml concentration); insulin (50 unit/ 50 ml concentration); dobutamine (250mg/50 ml concentration); epinephrine (2 mg/50 ml concentration); norepinephrine (8/50 ml concentration); cotrimoxazole (320mg/ 300 ml concentration); albumin (20 gram/100 ml concentration); piperacillin/tazobactam (2250 mg/ 50 ml concentration). Although requested, the customer stated that they will not be sending the devices for investigation and requesting for log review only.